Manufacturer narrative:
Zimvie complaint number (B)(4). D6a: implant date unknown / not provided. D6b: explant date unknown / not provided.

Event description:
It was reported that the implant at tooth site #13 was removed due to bone loss. Symptoms as a result of the event: mild inflammation.